Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.